Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 25,16,and 6.1 mmol/l within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.